Event description:
It was further reported that the shaft is the part of the device that got separated which is a correction to the tip separation that was initially reported.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
Voluntary report no: (B)(4). It was reported that during a cardiac catherization treatment procedure, an angiographic catheter broke in half. The target lesion was located in the ostium of the right coronary artery. A model-5f expo wr (sgl) angiographic catheter broke in half while attempting to gain access to the target lesion. A non bsc sheath was used to remove the remaining piece, and the patient had stenting as planned. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).